Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An intellanav stablepoint open-irrigated was selected for use during procedure. It was reported that after opening the catheter, it was flushed. When the irrigation holes were checked, water was not coming out of one hole and the irrigation was interrupted. No error messages were displayed. Flow rate was 60ml/min. The device has been replaced and the procedure was completed successfully with no patient complications. The device will not be return as it was discarded in facility.